Event description:
It was reported that a patient currently enrolled in the (B)(6) study reported feeling discomfort over the right axillary region. It is the physician's opinion that the extra slack from the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads have uncoiled and migrated to the right axillary area. There is no sign of infection and the discomfort is minimal. The leads remain in use and no intervention has been performed at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).